Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5034-52 implantable pacing lead (B)(6) 1996; 4004m58 implantable pacing lead (B)(6) 1990; 4504m53 implantable pacing lead (B)(6) 1990; adsr01 implantable pulse generator (B)(6) 2013; 407658 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed bacteremia. Cultures were taken from the device pocket and blood. The implantable pulse generator (ipg) and leads were explanted. Laser lead extraction attempted, two leads entirely removed and three leads partially removed. The patient had open chest surgery to remove remaining portions of leads, a temporary pacing system was implanted, and a few days later replaced with a new pacing system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. A proximal portion was received measuring 40.5 cm. A medial portion was received measuring 40.5 cm. A distal portion was received measuring 40.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.